Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact reported. Customer declined troubleshooting with tandem technical support at this time. No additional information was available at this time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.